Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2009 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and lack of mobility. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent left hip revision on (B)(6) 2009 due to pain. Operative report noted the presence of synovitis. The modular head and acetabular cup were removed and replaced. Additional revision was performed on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of adhesions, scarred posterior pseudocapsule and bursal tissue, fluid, black metal debris, synovitis and metallosis. The modular head and polyethylene liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03608 /-06905).